Event description:
It was reported that the pump shut down unexpectedly during an infusion of cefepime. The customer indicated this had occurred when the infusion was programmed as a primary infusion. There was no information on patient harm. Although requested, the customer declined to provide additional information.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.